Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed air in line" with the admin set attached. The set was changed, and the alarm returned in a few hours. Facility is positive air was removed prior to the patient leaving. When patient returned, pump was alarming and a lot of air was introduced somewhere along the way. No patient injury. No additional information.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: (B)(6).